Event description:
The remb universal driver was sent for service and it ran on its own without activation during performance testing. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
Corrosion of the potted trigger and the socket was identified as the probable cause of the device running on its own without activation. Burnt sockets can result in intermittent connection between the console and the handpiece, which could lead to a higher impedance at the ground sockets resulting in false run signals as reported in this complaint.